Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2011. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior/posterior repair due to rectocele, cystocele, urinary retention, stress urinary incontinence and vaginal prolapse.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic vaginal prolapse and stress urinary incontinence. The patient experienced pain, erosion, urinary problems, recurrence, bleeding and dyspareunia. (B)(4)